Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: both a photo of the device and the actual device were received for evaluation. Visual analysis of the photo reveled the device in its tray, the device does not appear to have structural anomalies. With the photo provided is not possible to identify a failure. The vapr s90 w/ hand controls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection and functional test of the device were performed, as a result; the device was returned in its original packaging, the distal tip in in a used condition with tissue debris in the suction hole, the handle assembly was in good condition as well as the cable and plugs. Procedural residue visible in the suction hole. The electrical and functional checks were passed successfully. From our investigation we were unable to confirm the customer reported issue that the electrode would not function surgery. Testing at atl UK shows the returned device was immediately recognized and found to pass both electrical and functional testing with no error codes being displayed and other issues detected. Activation was found to be consistent as expected. It has been noted on mitek complaint report that the complaint device was not recognized during testing at mitek, as stated above the reported connection issue could not be reproduced during testing at atl UK. The complaint device was found to meet the manufacturers specification' therefore, no further investigation is possible regarding the returned complaint device. The root cause of he customer reported functional problem could not be determined. Based on a review of the investigation findings no containment action related to the individual complaint is required. The overall complaint was unconfirmed as the observed condition of the vapr s90 w/ hand controls would contribute to the complained device issue. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a rotator cuff repair procedure, it was observed that the vapr s90 w/ hand controls device did not function after it was connected to a generator device; and that the screen did not show any alert code. During in-house engineering evaluation, it was determined that the distal tip was in a used condition with tissue debris in the suction hole. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.